Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) a linear defect in center of the optic was noted. The tech then reported that the iol was not properly seated in the wagon wheel upon opening. The iol was removed and replaced with same model and power. There was no patient harm or complications reported. Additional information was requested.